Event description:
During a right arm shunt thrombectomy, the balloon on a 4 french fogarty catheter sheared off while in the patient's vessel. The shunt was heavily calcified. The surgeon believes that the balloon is amongst the graft and thrombus. No patient injury reported. Followup with the account indicated that the physician attempted to retrieve the balloon; however, retrieval was unsuccessful. Also, it was noted that there was heavy plaque in the patient's vessel.

Manufacturer narrative:
The catheter was not received for evaluation. However, the directions for use for the edwards model 120804f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove adherent material.